Manufacturer narrative:
The actual sample was returned for evaluation. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the body of the needle that appears to be by the use of a surgical instrument were observed. The suture piece was examined along of strand and present damage on some barbs and the end was cut appears to be by use of a surgical instrument. The product code sxpp1b406 contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test on the barbs could be performed due to sample condition. Per the condition of the product received, the assignable cause suggests an improper handling of the sample.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown gynecological procedure on (B)(6) 2018 and a barbed suture was used. During the procedure, the suture broke in the middle of the strand while performing a continuous loop, closing the vaginal cuff. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). It was reported that the doctor noted the suture didn't have barbs. Additional information was requested. Additional information was requested and the following was obtained: the doctor noted that the suture didn't have barbs. Did the first two sutures that broke also fail to engage in the tissue? Yes, that is correct.